Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed. ¿device breakage or failure or inability to retrieve implanted device as described in IFU, possibly requiring another intervention or treatment modality to complete procedure¿, "vena cava or other vessel injury or damage, including rupture or dissection, possibly requiring surgical repair or intervention", "thromboembolic events, including dvt, acute or recurrent pulmonary embolism or air embolism, possibly causing end organ infarction/damage/failure", and "injury or damage to organs adjacent to vena cava, possibly requiring surgical repair or intervention" are potential complications cited in the IFU associated with this product.

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2017, the patient was prescribed and implanted with an option elite retrievable ivc filter on or about (B)(6) 2015. The patient had a scheduled retrieval approximately 3 months later, on or about (B)(6) 2015 but the physician was unable to retrieve the filter as it was found to be embedded into the wall of the vena cava. The patient had a fluoroscopy x-ray done 2 months later, on or about, (B)(6) 2015 which allegedly showed a ¿severely deformed ivc filter, multiple fractured components and penetration of one leg into the retroperitoneum.¿ the patient then underwent a second retrieval surgery sometime in, or around (B)(6) 2015 but the filter was not able to be retrieved. The patient then had a CT scan approximately 7 months later, on or about (B)(6) 2016 which confirmed the findings of the (B)(6) 2015 x-ray. The patient then underwent retrieval of the fractured filter pieces, on or about (B)(6) 2016 which allegedly one of the broken filter pieces nicked the renal artery. An attempt was made to repair the artery but it was unsuccessful. Doctors therefore had to allegedly immobilize the artery completely which resulted in complete failure of the right kidney. The patient alleges ¿significant injuries¿ as described above. Argon¿s attorneys are attempting to gather additional information.